Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump was returned for evaluation. Examination and testing of the pump revealed no functional abnormalities. Because no functional abnormalities were observed, quality cannot determine the cause of the reported event. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5355415.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, patient cannot pump - and could not be pumped. Sticky pump - very hard/could not inflate.